Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The occlusion alarms were resolved by performing supply changes. Reportedly, the customer uses apidra insulin in their cartridge. The customer's blood glucose level was in the 350's mg/dl range. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.